Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was offline. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was offline. The customer stated that they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date d4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer (fse) reconfigured pyxis anesthesia system mini drawer for 1 pocket. Then the fse instructed customer to on configuration changes. Additionally, fse also mentioned that customer need to make this change to all pyxis anesthesia system hospital wide. The fse confirmed that station was working normally. The system functioned as intended after the field service engineer troubleshot the device.